Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient underwent an endovascular aortic repair (evar) on (B)(6) 2010 where a zenith flex main body graft was placed. He developed a stanford type b aortic dissection on (B)(6) 2022. During the treatment for the stanford type b aortic dissection, there was deployment difficulty experienced with a related device. During the imaging review for the device difficulty, moderate mural thrombus throughout the "zenith flex main body graft" was identified. The image review also confirmed adequate proximal and distal seal of the zenith flex main body graft with no significant abdominal aortic aneurysm (aaa) sac seen.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: cook became aware of an incident on 25may2022 involving a zenith aaa endovascular graft bifurcated main body (rpn: tfb-26-103-japan, lot: unknown). While investigating imaging regarding difficult deployment of a zteg-2p-34-202-pf-d, it was discovered the zenith flex graft had moderate mural thrombus through the main body segment, with patent bilateral iliac legs. The 54-year-old patient had the initial evar procedure on (B)(6) 2010. The patient had mild to moderate tortuosity in the external bilateral iliac arteries. Reviews of the documentation, including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could be conducted. However, imaging was provided for expert review. The reviewer noted that, ¿the zenith flex graft has moderate mural thrombus through the main body segment with patent bilateral iliac legs. There is adequate proximal and distal seal of the aortic endograft with no significant aaa sac seen.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted due to the lack of lot information provided by the facility. Cook also reviewed product labeling. The product IFU, t_zaaa_rev1 ¿zenith aaa endovascular graft¿, provides the following information to the user related to the reported failure mode: 4.1 general: ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: ¿ the zenith aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 28 mm. The zenith aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be neccessary to achieve success in some patients. ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.3 pre-procedure measurement techniques and imaging: lengths: ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: ¿ strict adherence to the zenith aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 and 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 5.2 potential adverse events: adverse events that may occur and/or require intervetion include, but are not limited to: ¿ arterial or venous thrombosis and/or pseudoaneurysm. ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb sparation and corrosion. ¿ graft or naval vessel occlusion. 7.1 individualization of treatment: additional considerations for patient selection include but are not limited to: ¿ patient¿s age and life expectancy. ¿ co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). ¿ patient¿s suitability for open surgical repair. ¿ patient¿s anatomical suitability for endovascular repair. ¿ the risk of aneurysm rupture compared to the risk of treatment with the zenith aaa endovascular graft. ¿ ability to tolerate general, regional or local anesthesia. ¿ iliofemoral access vesselsize and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 to 20 french vascular. Introducer sheath: ¿ non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: ¿ with a length of at least 15 mm, ¿ with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18 mm, ¿ with an angle less than 60 degrees relative to the long axis of the aneurysm, and ¿ with an angle less than 45 degrees relative to the axis of the suprarenal aorta ¿ iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall). ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft the final treatment decision is at the discretion of the physician and patient. 8 patient counseling information: ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements are required and should be considered a lifelong commitment to the patient¿s health and well-being. ¿ the patient should be told that successful aneurysm repair does not arrest the disease process. It is still possible to have associated degeneration of vessels. ¿ physicians must advise each patient that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. 10.5 device diameter sizing guidelines: the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. Evidence provided by the complaint facility, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, an expert review of provided imaging and the results of our investigation, a definitive cause for the failure could not be established. Thrombus/occlusion is known inherent risk of the device per the IFU. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D2:/g4: while this device is not sold in the us it is similar to a device that is sold in the us with pro code mih and 510(k) # p020018. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 20jun2022 confirmed two iliac leg devices were implanted along with the zenith main body graft on (B)(6) 2010.